Event description:
On 03/11: customer reports fluoro failure during a procedure. No additional information made available by the customer. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot generator communication error per generator service manual. Fse replaced incoming line 50v fuses in the generator and reseated generator interface cable j1 on the interface pcb. The system was checked and verified for proper operation per the generator service manual 7102273. Returned to full service by the customer.